Event description:
On (B)(6) 2018 a patient received an aortic valve replacement. The manufacturer was notified via the patient tracking registry that two valves were implanted on the same day. A pvs27 sn # (B)(4) and a pvs25 sn # (B)(4). The manufacturer received additional information on jan. 07, 2019 indicating the surgeon sized the valve between a l and x the physician checked several times and decided to implant the xl. He implanted the xl then re-checked the valve and noticed a leak (not reported if pvl or central). The surgeon decided to resize and then changed to l. On checking this new size, the leak was gone, and the physician reported they were happy with the result. This issue added 32 minutes of additional x-clamp time to the procedure. Patient was transferred to ICU as normal with normal post -op path. No device malfunction was identified, and no folding occurred. The event was assessed by the site as an oversizing. The site disposed of the device.

Manufacturer narrative:
The manufacturer received additional event information on jan. 7, 2019. The following updated event description has been included in describe event or problem: on (B)(6) 2018 a patient received an aortic valve replacement. The manufacturer was notified via the patient tracking registry that two valves were implanted on the same day. A pvs27 sn # (B)(4) and a pvs25 sn # (B)(4). The manufacturer received additional information on jan. 07, 2019 indicating the surgeon sized the valve between a l and x the physician checked several times and decided to implant the xl. He implanted the xl then re-checked the valve and noticed a leak (not reported if pvl or central). The surgeon decided to resize and then changed to l. On checking this new size, the leak was gone, and the physician reported they were happy with the result. This issue added 32 minutes of additional x-clamp time to the procedure. Patient was transferred to ICU as normal with normal post -op path. No device malfunction was identified, and no folding occurred. The event was assessed by the site as an oversizing. The site disposed of the device. Based on the additional information received no device malfunctions occurred and the event was attributable to procedural issues, specifically an over-sizing of the device. Because no device malfunctions occurred no further investigations will be performed.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement. The manufacturer was notified via the patient tracking registry that two valves were implanted on the same day. A pvs27 sn # (B)(4) and a pvs25 sn # (B)(4). There is no indication of which valve remained implanted.